Event description:
The customer called to report that after being on the pump therapy for a few days customer was hospitalized for high bgs. Troubleshooting was performed. The programming on the pump could not be reviewed since the batteries were removed and the settings were cleared.